Event description:
The customer reported that she still was getting no delivery alarms after receiving a new replacement insulin pump; her blood glucose went up to 581mg/dl and had to go to the emergency room. Noticed that the customer did not try different cannulas, and insulin was expired and denatured. Advised the customer to call us back if problems persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.